Manufacturer narrative:
Device evaluation: visual inspection and functional testing of the ams ambicor cylinders and pump was unable to confirm the reported allegations of pain, edema, cellulitis and infection. The product record review confirmed the reported events of pain, edema, cellulitis and infection do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. Based on this investigation, the investigation conclusion code of "known inherent risk of device" was chosen because a product malfunction related to the reported events was not identified and the adverse events of pain, edema, cellulitis and infection are included in the product labeling.

Event description:
It was reported the patient had his ambicor penile prosthesis removed due to pain, edema and cellulitis/infection. The patient was originally implanted with his device on (B)(6) 2018. The patient then had pain, edema and cellulitis that was treated at a peripheral hospital with antibiotics. The patient was later referred to dr. (B)(6) on (B)(6) 2018 when the decision was made to remove the device due to infection. No further patient complications were reported in relation to this event. Additional information received states the patient's symptoms began around (B)(6) 2018. The patient's pain, edema and cellulitis were located in the scrotum. The patient developed an open wound in the scrotum at the base of the penis. The patient had been on antibiotics for a few weeks. No further information is available as the patient was treated elsewhere prior to being treated on (B)(6) 2018 by dr. (B)(6). This report was originally submitted via asr: (B)(4) quarter/year of the initial asr report submitted to FDA:q3 2018. Asr exemption number: e1997037.